Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high," however, a specific value was not provided. At the time of the report to tandem technical support, the customer did not take any actions to treat bg level. Customer reverted to manual injections for insulin therapy.